Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The complaint of power loss could not be duplicated. There was indication that the keypad buttons were not responsive and that the display was blank. Investigation revealed a damaged and cracked keypad with internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported that the pump did not wake up when she attempted to bolus. She stated that the screen was blank, the backlight was not working, and tones were not audible. The patient inserted a new battery; there was no audible tones and the screen remained blank. She confirmed that the battery cap spring and threading were intact, the battery cap was secure, and the pump had no visible cracks. The patient denied blood glucose elevations and believes that the pump had only been off a few minutes.